Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a severe fall with broken ribs. Since then it has been noted that the rv thresholds have jumped up significantly from the fall and a steady change in activation during and a-v and v-v optimization suggesting partial dislodgement. Lead was surgically repositioned and no adverse patient side effects have been noted.